Manufacturer narrative:
This case is the same case as MDR ID # 3011632150-2019-00064. There was no reported device malfunction and the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The reported patient effects of claudication and occlusion/restenosis are listed in the biomimics 3d instructions for use and are known patient effects of peripheral stenting procedures. There is no indication of a product quality issue with respect to the design, manufacture or labelling of the device. If further information regarding this event becomes available a follow-up report will be submitted.

Event description:
This case is the same case as MDR ID number 3011632150-2019-00064. The patient was treated as part of the (B)(6) post-market observational study on (B)(6) 2017. At index procedure ((B)(6) 2017), the patient presented with a de-novo occlusion located between the distal third of the sfa and the distal popliteal in the right leg. Two biomimics 3d stents were implanted. On (B)(6) 2019 progression of peripheral arterial disease was identified. On (B)(6) 2019 percutaneous intervention was performed. The event has resolved. The devices remain implanted.